Manufacturer narrative:
The complaint kit and smart card were provided by the customer for evaluation. Review of the smart card data showed the treatment proceeded until an alarm #18: system pressure alarm occurred after 98ml of whole blood had been processed. Examination of the received kit verified the centrifuge bowl leak as the bowl was visibly damaged. The drive tube component was severely twisted between the upper and lower drive tube bearing stops. A known cause for the centrifuge bowl to dislodge out of the bowl holder is due to the bowl not being properly secured into the bowl holder during the installation of the kit by the end user. A material trace of the bowl assembly and its components used to build lot m108 found no related non-conformances. The device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The most likely root cause of the centrifuge bowl leak is due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. The investigation is now complete. (B)(4). N.s. 16-may-2024

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a bowl break during the treatment after 90 ml of whole blood was processed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m108 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m108 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit is still in process. A final report will be filed when the analysis is complete. Comp (B)(4) n.s. On(B)(6) 2024.